Event description:
Reportedly, during a pacemaker replacement procedure due to normal battery depletion, the header was detached from the device can when the physician extracted the device from the pocket. Only two wires were connected between the header and the can. However, no pacing failure was confirmed. The device was returned for analysis.

Manufacturer narrative:
(B)(4) 2012: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.